Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they needed to find a representative that they could meet with for reprogramming. Patient said they had always had trouble with this and they did not know who to contact. Patient noted they had the implanted neurostimulators for their knees and they had two knee replacements. Their ins needed to be reprogrammed or something for it was not doing what it should be doing. Patient had tried groups a and b and those were not working since they had their left knee replacement done. The patient was redirected to their healthcare provider to further address the issue. Provided patient national answering service (nas) number. Pt said the last two times they called they were able to get the ins reprogrammed over the phone.